Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check. During testing the atrial lead exhibited high impedance and noise. The nurse change pacing to unipolar, the patient would continue to be monitored. The patient was doing fine. .